Event description:
It was reported that the patient had returned home from running errands when the alarm on the controller occurred. The patient changed to fully charged batteries, but the alarm continued. The patient was at home alone and exchanged the controller for the back-up controller. The patient denied any symptoms of dizziness, syncope or lightheadedness during the controller exchange. The alarm resolved with the exchange of the controller. The patient is stable at home and has not reported any further issues.

Manufacturer narrative:
(B)(4): was returned on (B)(4) 2015 for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event could not be confirmed via review of the controller log files, which did not reveal any occurrences of vad alarms. However, log file analysis revealed the occurrence of a critical battery alarm. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The device was related to the reported event; however this event could not be duplicated at the bench level. Heartware has opened an internal investigation to evaluate these types of issues. The most likely root cause of the failure is a communication error between the controller and the battery. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed. Not received by the manufacturer.